Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted as requested by the patient. During the procedure, it was noted that there was a weakened bond between the device header and the case. No adverse patient effects were reported. There has been no previous complaints of noise, oversensing, inappropriate shocks or pacing inhibition associated with this device. The ICD was successfully replaced and will be returned for laboratory analysis.

Manufacturer narrative:
Once the ICD is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection confirmed the header was loose from the device case. Multiple, deep tool marks/scratches were noted on the device case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.